Event description:
Contact reported that a pt needed to have a second arthroscopy due to postoperative pain 4-months after rotator cuff repair. Second op showed that the cuff had healed completely but a portion of the mitek cufftack anchor had broken off. Fragments were removed. As surgical intervention occurred an MDR is being filed to document this event.